Event description:
Single account reported to dade behring that they observed a clinical s-aureus isolate oxacillin mic discrepancy. The account obtained oxacillin susceptible results on the dried pos combo type 20 panel. Account obtained an oxacillin-resistant result on a secondary method (kirby bauer) for the clinical isolate. There was no report of adverse health consequence to the patient as a result of the false susceptible results being obtained.

Manufacturer narrative:
H6: evaluation: method: requested clinical isolate from user for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Overall oxacillin performance trends to ensure performance is within claims. Conclusion: over oxacillin performance of dried pos panels is acceptable. Requested clinical isolate has not yet been received by manufacturer for evaluation.